Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient has experienced persistent blurry vision that is not sharp at a distance and cannot see to read at near. The clinical reason is described as non tolerance to the lens optics. An unapproved viscoelastic was reported to have been used during the procedure. Additional information has been requested. There are two medical device reports associated with this patient. The first report was filed under MFR. Report # 1119421-2014-00775. This is the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge (no lot number provided) and handpiece with an unapproved viscoelastic. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).